Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced seizures and his brother called the ems. The paramedics treated the patent with IV glucose and the patient self-treated with gummy bears. At the time of the report the patient was fine and the bg reading was 5.8 mmol/l. At the time of contact, it was indicated that the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.